Event description:
The customer states that one pt was drawn at two different times a day over a period of two days and had axsym troponin-I values that ranged from 2.4ng/ml to 3.3ng/ml. The pt was sent to another facility for cardiac catheterization which was negative. No add'l pt management was reported.